Event description:
The implant malfunctioned due to part fractured. The malfunction did notcause or contribute to a death or serious injury.

Event description:
The implant malfunctioned due to part fractured. The malfunction did not cause or contribute to a death or serious injury. Results of the investigation has concluded in an update that is provided in this follow-up report.